Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included priming, pressure, and clear passage tests which revealed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified. The cause is a lack of solvent at the tubing due to an improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set was leaking from the base of the chamber. This was discovered during use of the device, while the patient was connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.